Manufacturer narrative:
The five patients stated they experienced post-operative pain and swelling. These are known side effects of the penuma implant. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists erectile dysfunction as an anticipated adverse event. (B)(4). Imd will continue to monitor these failure modes for future occurrences.

Event description:
Events were discovered when an article was published by insider on (B)(6) 2023. This MDR was filed to follow the alleged events of five patients that were grouped together. There were no specific details provided for these patients, but the article stated that these five patients experienced significant swelling, extreme pain, and erectile dysfunction.